Event description:
The devices were implanted in (B)(6) 2008.

Event description:
It was reported that revision surgery was performed due to elevated cobalt and chromium levels, exact values not supplied to manufacturer.